Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a heart transplant.

Event description:
It was additionally reported that the patient underwent a routine heart transplant. There were no issues with the device or device therapy. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was originally reported that the patient underwent a heart transplant, and whether the outcome was device or therapy related was not provided. However, further information communicated by the account revealed that the transplant was routine, and the device operated as expected. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), until (B)(6) 2025 when the patient underwent a routine heart transplant. The device was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.